Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that thirteen days post implant, the right atrial (ra) lead exhibited intermittent loss of capture at maximum outputs and low p wave amplitude measurements. An attempt to reposition the lead was successful the ra lead was explanted and a new lead was successfully implanted. No exact measurements were given and no adverse patient effects were reported. This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete. Despite the event description stating the device has been returned. It has not been received in (B)(4).